Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced.the patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. Final analysis found that as received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.